Manufacturer narrative:
Customer purchased smilefrida the toothhugger toothbrush on (B)(6) 2018 and had used it for 3 months. A piece of the tpe over-mold broke off the brush head while child was brushing their teeth and the customer reported that somehow the piece got lodged in child's sinus cavity. The child, while under supervision, was allowed to chew on the product even though the labeling clearly states the product is not a teether and should not be chewed or bitten. Chewing through the rubber tpe over-mold and pp plastic, thereby exposing a small piece which could be a potential choking hazard to children.

Event description:
Customer purchased smilefrida the toothhugger toothbrush on (B)(6) 2018 and had used it for 3 months. A piece of the tpe over-mold broke off while child was brushing and customer reported that somehow the piece got lodged in child's sinus cavity.